Manufacturer narrative:
While the device is not alleged to have caused or contributed to the reported event, because this event resulted in a second operation for the pt it is being reported.

Event description:
Post operative x-rays identified that the stem protector had inadvertently been left in the pt.